Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a recent increase in impedance measurements. There have been high out of range impedances along with some additional erratic high measurements. Oversensing of noise leading to inappropriately stored non sustained event have also occured. It was noted that the rv lead threshold measurement has increased to 5.0 volts and that left ventricular (lv) lead threshold has also increased. The physician reprogrammed the device to only pace in the lv and sense in the rv, thus the patient is not currently receiving biventricular pacing. The patient has had no adverse effects to date. Boston scientific technical services (ts) discussed programming options and suggested further troubleshooting, including an x-ray, to determine root cause. The patient was brought into the office where they were unable to recreate the noise with pocket manipulation. The pacing impedance measurement in clinic was 1800 ohm and the shock impedance measurement was normal. A micro-dislodgment of both the rv and lv leads is suspected, however it was not confirmed as the chest x-ray showed no significant findings. The physician planned to bring the patient back into the office for a second follow up and to determine a plan for any further action. At this time the device and leads remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that at this time no intervention has taken place as the patient will be having hip surgery prior to dealing with any device related issues. At this time the patient will continue to be monitored via the remote home monitoring system and no adverse patient effects have been reported.